Event description:
Doctor reported implant fracture discovered during clinical procedure. Mobility of the screw-retained implant-supported crown was observed. After removal of the restoration, an implant fracture was identified. Removal of the implant using a trephine and bone grafting with allograft.

Manufacturer narrative:
ZimVie Complaint Number (b)(4).A4: Patient Weight unknown / not provided.D4: Additional Device Information unknown / not provided .H4: Device Manufacturer Date unknown / not provided.